Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: the liver vessel was closed and cut with a tri stapler device. After some manipulations at the liver, the staple line did not close properly. They had to remove the staple line and fix the vessel with a suture. The tissue containing the staple line was resected and the vessel was fixed with a suture.